Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Further information obtained from a zoll representative, who went on site, indicated that the customer stored the device with the e/m/x series CPR adaptor attached. This adaptor when connected to an r series will cause the r series to display the message "paddle fault" and will inhibit any attempts to provide therapy. The r-series is not designed for use with e/m/x series CPR adapter. The customer was notified. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old female patient in cardiac arrest, the device displayed a "paddle fault" message. Complainant indicated that the clinician obtained another device to continue treating the patient and received the same error. The device was unable to charge to the selected energy and deliver the shock. Complainant indicated that the patient subsequently expired.